Manufacturer narrative:
Evaluation conducted via trend analysis and communication/interviews. Excessive heating identified, however cause was not established.

Event description:
The warming system had a failure notice, thereby not functioning at all as per needed for the cryosurgery procedure. System fault muted 50.